Event description:
A hospital in (B)(6) reports a patient was being treated for a trochanteric fracture on (B)(6) 2013. During the procedure the surgeon attempted blade insertion using the impactor. The blade would not lock into place. The surgeon removed the blade, selected a blade one size smaller and completed the procedure.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issue was found.